Event description:
It was reported that a large volume infusor ruptured. This occurred after filling and priming the device. The device was filled with benzylpenicillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, a photo of the device was received. Upon completion of the evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: manufacture date: october 25, 2013 to october 28, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During photographic inspection the bladder appeared to be intact and no rupture was identified. The reported problem was not verified. Should additional relevant information become available, a follow-up MDR will be submitted.